Event description:
The product is a rigid, one piece surgical light handle. The packaging on these sterile items is consistently not in tact - small holes found in plastic packaging of item, rendering them not usable. Current inventory of unusable handles is about 20 items due to faulty packaging.